Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to load patient lists. New patients who checked in after midnight on the first day of a new month did not appear on the system. There were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device failed to load patient lists. New patients who checked in after midnight on the first day of a new month did not appear on the system. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed that the database size, purge settings, medication application logs, and drive resources were healthy and functioned as intended. The patient inactivity days were set to 60 days. Follow up confirmed that the issue did not recur, including during the most recent check, and the system worked normally. The system functioned as intended after the technical support specialist assessed the device.